Manufacturer narrative:
Batch review performed on 18 may 2020: lot 168321: (B)(4) items manufactured and released on 23-feb-2017. Expiration date: 2022-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the event, batch review performed on 18 may 2020: gmk-revision 02.07.0514scf fixed tibial insert sc size 5/14mm (k103170) lot. 146769. Lot 146769: (B)(4) items manufactured and released on 29-oct-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event since 2016.

Event description:
Patient was implanted in right knee with competitor products. Then revision surgery was performed on the (B)(6) 2016 and revision insert was implanted. Left knee primary surgery was performed on the (B)(6) 2018, sphere insert was used. Now the patient came in due to signs of infection in both knees and the pathogen is unknown. The surgeon performed a bilateral I&d and poly swap and the surgery was completed successfully.